Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: the customer found black spots on the product. The date of event is unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: the customer found black spots on the product. The date of event is unknown.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one opened unused unit. In addition, five photographs were submitted which displayed similarities to that of the returned unit. Through the visual inspection, black spots were found embedded into the grip material. The reported issue was confirmed. The material was determined to be burnt particulate resin (non-foreign). The black specks were most likely created as part of the molding process. Burnt imbedded resin specks result from material build up in the barrel/screw. A device history record review showed no non-conformances associated with this issue during the production of this batch.